Manufacturer narrative:
Summary of evaluation: the evaluation results indicate that this event was attributed to a less than optimum design. Corrective action has long since been implemented to preclude this event mode.

Event description:
According to hosp. Sources, the slap hammer assembly broke at the junction of the knob and the rod during use. This event did not cause an adverse consequence to the pt.